Event description:
It was reported by the physician that he had multiple cases where he was spending more time manipulating the haptics during his surgeries. It was stated that he was experiencing this haptic issue with the zcb00 intraocular lenses (iol). After multiple attempts to gather more detailed information regarding a specific product, serial number, and patient, no information could be retrieved at this time.

Manufacturer narrative:
Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.